Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into supra ventricular tachycardia (svt) during the implant of the leadless implantable pulse generator (ipg). The patient was given medication and reverted back. The device remains in use. The patient is enrolled in the post approval network product surveillance registry (pacs psr) post market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.